Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's had pump error, battery and delivery issues on their insulin pump. The customer's blood glucose level at the time of incident was 180mg/dl. It was reported that device alarmed for power error. It was reported that the customer states there was also dirt underneath the lcd screen. Troubleshoot was reported to be conducted. It was reported that the customer was assisted in resetting and clearing the device, and was advised to monitor the device. It was reported that due to the damage to the lcd screen, the customer was advised to discontinue use of the device and that it would be replaced and returned for analysis.

Manufacturer narrative:
The pump passed the displacement test and sleep current measurement. The backup battery unloaded voltage was not less than 3.70 volts for 240 consecutive minutes and the loaded voltage was not less than 3.50 volts for 240 consecutive minutes. The pump error 25 alarms and low battery alarms were present in the format history file due to intermittent non-sleep anomaly.